Event description:
It was reported that this implantable pacemaker was explanted due to high out of range shock impedance measurements in the triad configurations, some greater than 200 ohms. Technical services (ts) discussed possible calcification of coils and programming options. A new device different model was successfully implanted. The product has been received for analysis. This report will be updated with pertinent information upon completion of analysis.

Event description:
It was reported that this implantable pacemaker was explanted due to high out of range shock impedance measurements in the triad configurations, some greater than 200 ohms. Technical services (ts) discussed possible calcification of coils and programming options. A new device different model was successfully implanted. The product has been received for analysis. This report will be updated with pertinent information upon completion of analysis.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Pacing and sensing functions were tested, and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.